Event description:
The customer reported that during the phacoemulsification phase of a cataract procedure, a posterior capsule tear occurred while the surgeon was removing cortex material. The customer stated that there was a burr on the I/a tip. The case was completed. The doctor stated that it was a "small nick" with no patient injury or complications.

Manufacturer narrative:
Twelve handpiece tips were returned for evaluation. They were visually inspected with the following results: -for all returned tips, the aspiration heads were dented and scratched. The aspiration portholes were partially collapsed. The irrigation surface of each tip had numerous scratches. In addition: - one straight handpiece tip also had a nick in the end of the irrigation line and the line was clogged with surgical material. The irrigation and aspiration cannula was bent at the base of the nosecone. -a second straight handpiece tip also had nicks around the aspiration portholes. -three 45 degree handpiece tips were partially or completely clogged with surgical material. The evaluation cannot confirm the cause of the posterior capsule (pc) tear. The evaluation does confirm all handpiece tips are in very poor condition. The poor condition of these tips is usually caused by improper cleaning and handling conditions. This can create poor aspiration surfaces, including burrs, which could result in pc tears. Proper cleaning and handling of the handpiece tips is described in our directions for use (dfu). All handpiece tips are 100% visually inspected and flow tested at the end of the manufacturing process by trained operators to insure all visual attributes are acceptable. This report mailed in to FDA on: 09/26/2007.